Manufacturer narrative:
The device is expected to be returned. It has not been received.

Event description:
Device malfunction: unknown device failure. Time of malfunction: during the procedure. Symptoms/ae: failed to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the common femoral artery using the proglide device after a diagnostic procedure. Reportedly, the device failed to achieve hemostasis. The device was successfully removed and hemostasis was achieved using manual compression. There were no adverse pt effects. Though requested, no additional info was provided.